Event description:
A malfunction alarm was reported and identified as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully completed the reset, and was informed to contact support again if the issue recurred. The customer understood and acknowledged the guidance provided.